Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Treatment of ptk (phototherapeutic keratectomy) with the use of mmc (mitomycin c) is considered to be off label use as the safety and effectiveness of mmc was not studied during the phototherapeutic keratectomy trial an approval process. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient experienced haze post op from a primary photorefractive keratectomy done on (B)(6) 2014 that was decreasing best corrected visual acuity (bcva) and decided to underwent a phototherapeutic keratectomy procedure with mitomycin c in both eyes in (B)(6) 2015. Patient was seen on (B)(6) 2015 and haze resolved. Taper of steroid began. Prescription now stable on (B)(6) 2016 as follows: right eye ¿ 1.50 ¿ 0.75 x 170 20/15 left eye - 1.25 - .75 x 165 20/20. Account clinical specialist (non-abbott) was not notified until 1/18/2016.